Manufacturer narrative:
Technician found that the brake caster teeth were worn. The technician replaced the brake caster and the brakes functioned properly.

Event description:
Technician alleged that when the brakes were activated the brake/steer caster would still swivel. No alleged injuries.